Event description:
Issue with the pictures going in and out, coloring bad on the screen, etc. The cord adaptors, as well as the adaptors to the video box in the tower and on the slave monitor, are bent and need to be replaced.